Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the teeth on the round hublock disc are ground down. Looks like someone is engaging the week locks while driving the chair. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.